Event description:
Customer alleged erroneous sodium results on an unknown number of patients. The customer began questioning results when the results failed delta check with previous results on the same patients. The customer was able to provide discrepant sodium results for 7 patients. Results were generated on 2 cobas integra 800 analyzers. All initial, questioned results were from analyzer #1. Patient #1: initial sodium = 131 mmol/l on analyzer #1 repeat #1 = 138 mmol/l on analyzer #1 repeat #2 = 141 mmol/l on analyzer #2 patient #2: initial sodium = 131 mmol/l on analyzer #1 repeat #1 = 126 mmol/l on analyzer #1 repeat #2 = 129 mmol/l on analyzer #1 repeat #3 = 135 mmol/l on analyzer #2 patient #3: initial sodium = 130 mmol/l on analyzer #1 repeat #1 = 137 mmol/l on analyzer #1 repeat #2 = 139 mmol/l on analyzer #2 patient #4: initial sodium = 129 mmol/l on analyzer #1 repeat #1 = 134 mmol/l on analyzer #1 repeat #2 = 140 mmol/l on analyzer #2 repeat #3 = 140 mmol/l on analyzer #2 patient #5: initial sodium = 127 mmol/l on analyzer #1 repeat #1 = 133 mmol/l on analyzer #1 repeat #2 = 135 mmol/l on analyzer #2 patient #6: initial sodium = 131 mmol/l on analyzer #1 repeat #1 = 137 mmol/l on analyzer #1 repeat #2 = 139 mmol/l on analyzer #2 patient #7: initial sodium = 132 mmol/l on analyzer #1 repeat #1 = 139 mmol/l on analyzer #1 repeat #2 = 130 mmol/l on analyzer #1 repeat #3 = 132 mmol/l on analyzer #1 sodium electrode lot #: 21592526. The customer stated that no discrepant results were reported outside the laboratory, therefore no patients were affected. The field service representative determined that there was a problem with the ise wash time. He adjusted the wash time and cleaned the ise assembly and electrodes. He then verified analyzer performance by running calibrator throughput checks, ise wash time detect, ise calibration, qc, and precision checks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.